Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta dilatation catheter returned for evaluation. Upon visual inspection, it was noted there was a burst to the outer catheter, revealing the inner gw lumen within. The balloon was noted to have peeled peebax near the distal tip of the balloon. No other anomalies noted to the device. During functional testing, the catheter was cut distal to the burst and connected to a touhy borst adapter. Using an in house presto inflation device, the balloon was inflated. Balloon was inflated and maintained pressure. The balloon was deflated without issue; no circumferential balloon rupture was noted. No other functional testing performed. Therefore, the investigation is unconfirmed for the reported circumferential balloon rupture as no circumferential rupture was noted on the balloon. However, the investigation is confirmed for the identified shaft burst as burst was noted to the outer catheter and also the investigation is confirmed for the identified peeled pebax as balloon was noted to have a peeled pebax near to the distal tip. A definitive root cause for the reported balloon rupture, identified shaft burst and peeled pebax could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the conquest balloon catheter. During the procedure, the balloon catheter allegedly ruptured at 16 atm. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the conquest balloon catheter. During the procedure, the balloon catheter allegedly ruptured at 16 atm. There was no reported patient injury.